Event description:
Boston scientific received information that this communicator displayed a power issue when the power cord was successfully plugged in. Troubleshooting attempts were unsuccessful and the communicator was returned to allow for reliability analysis. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the power cord was found to have melted where the led was located in the cord. Five minutes after being plugged in, the power brick was observed to be hot and ultimately reached 101.7 degrees c. Once a replacement power brick was used, the communicator was found to be functional. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.